Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 408 mg/dl. Reportedly, the cause was unknown. The customer went to the emergency room (ER) where intravenous fluids and insulin were administered as well as a computed tomography scan was performed to address the high bg. Reportedly, the customer continued to use the pump for insulin therapy. The customer declined to provide additional information regarding the issue.